Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5089726) that a female patient of unknown age who underwent an unspecified breast prosthesis implantation surgery with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered deflation on an unspecified side and several unexplained systemic symptoms, including hair loss, skin issues, bowel problems, sweating, joint pain , cysts on my thyroid-they removed half of my thyroid, psoriatic arthritis, mixed connective tissue disease, loosing my balance , having tremors, numbness of extremities, tingling of extremities, my right thumb joint locked up, right thump joint had severe pain, vision issues, skin discolored. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019. This medwatch form is for one of two breast prostheses reported.